Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the leadless implantable pulse generator (ipg) the patient experienced hypotension, a left hemothorax, cardiac tamponade and a "woozing rupture". Hemostasis was performed by opening the chest. It was suspected that a protruding tine may have been the cause. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.